Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside a baxter bag after the bag was compounded using an em2400 valve set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information the device was returned and an evaluation is complete. Microscopic examination of the valve set did not reveal the presence on any particulate matter, and determined that it could not be the source of the particle. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.